Manufacturer narrative:
Continued e.1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, intracapsular rupture, extracapsular rupture.

Event description:
Healthcare professional reported via jopbs "shell rupture, intracapsular rupture and extracapsular rupture". This record is for an unknown side. Device has been explanted and replaced. It is unknown if device is available for return.